Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per facility's policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six years prior to the date the manufacturer became aware of the event.